Event description:
Infusion pump was being utilized an extended care facility. Nurse operating device stated the screen was blank, illuminated green in color, and would not pump infuse. The operator plugged the pump in for a few minutes then attempted to restart, without success, pump was dead. Pump was infusing in the pca made when initiated.